Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au5800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified erratic ise results on cell 2. The service documentation revealed that the issue was buffer delivery due to a defective buffer valve. The fse replaced the valve which resolved the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified defective buffer valve which attributed to the reported event. Therefore, the complaint event was confirmed. The following medwatch reports were filed for this event: MFR#9612296-2018-00146

Event description:
As reported by the customer, they have experienced ongoing issue with the ion-selective electrode (ise) sporadically running high on cell #2. The customer indicated that the ise was providing sporadic high results sometimes on potassium (k) and sodium (na). There was no report of death or serious injury.

Manufacturer narrative:
The following medwatch reports were filed for this event: MFR# 9612296-2018-00147.

Event description:
As reported by the customer, they have experienced ongoing issue with the ion-selective electrode (ise) sporadically running high on cell #2. The customer indicated that the ise was providing sporadic erroneous results. There was no report of death or serious injury.